Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was cracking during the procedure. A replacement was used and the procedure was completed successfully.

Event description:
It was reported that the device was cracking during the procedure. A replacement was used and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: cracked. Probable root cause: - poor autoclave reliability - use error.